Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left device was in llq / migration of device") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction of the catheter on the right side" on (B)(6) 2010 and device ineffective "device ineffective/patent left tube". The patient's past medical history included uterine cervix dilation procedure on (B)(6) 2010 and regional nerve block on (B)(6) 2010. The patient was not in a post partum state at time of essure insertion. During procedure, cervical dilation and analgesia were done (mac and paracervical block); sounding was not performed. Concurrent conditions included weight normal. Concomitant products included anovlar (loestrin). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("bilateral tubal spasm"), complication of device insertion ("bilateral tubal spasm") and device difficult to use ("difficult insertion/ procedure took more than 20 minutes"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure removal in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, fallopian tube spasm, complication of device insertion, device difficult to use and menstruation irregular outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstruation irregular and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for complication of device insertion, device difficult to use and fallopian tube spasm with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index (B)(6). Hysterosalpingogram - on (B)(6) 2010: patent left tube, device was in llq; in (B)(6) 2010: bilateral blockage; one side the coil wasn't seen. Hysteroscopy - on (B)(6) 2010: 3 coils seen on left side and 6 coils on right ultrasound scan - on an unknown date: 11 weeks pregnant. Fetus is normal. Quality-safety evaluation of ptc: final assessment: pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: unsuccessful bilateral tubal occlusion (complete tissue ingrowth), expulsion (related to micro-insert placement accuracy), no 3-month confirmation test (hsg) or mis-read of hsg, 4) lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 31-mar-2017: legal claim received. The following information was added: essure removal date, adverse events (severe pelvic pain and irregular menstruation). Due to essure removal, this case was considered incident. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff (consumer) who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including left device was in llq/ migration of device (understood as device dislocation) and pregnancy (understood as pregnancy with contraceptive device). On (B)(6) 2016, she underwent surgery and essure was removed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Also, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case, hsg was performed and showed tubal patency on left side with dislocation of left device. This dislocation may have had a contributory role in the reported pregnancy. This case was classified as incident since device removal was required via surgical intervention. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process.